Event description:
It was reported that the pocket of the patient's implantable cardioverter defibrillator (ICD) was heated during a successful attempt at troubleshooting the bluetooth (ble) telemetry. There were no adverse consequences to the patient noted. Further information was requested but not received.

Manufacturer narrative:
H6 codes updated to reflect excessive heating.